Event description:
It was reported by the system longevity study that the device alerted for recommended replacement time. It was also reported that the device had abnormal battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary # product ID# (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.